Event description:
Reportedly, during pt use, a "low pressure" alarm and "pulse oximeter" alarm occurred. The spo2 level of the pt dropped down to the 50's. Upon inspection, the exhalation valve was found to be contaminated. The exhalation valve was cleaned and the issue was resolved. There was no medical intervention to prevent pt injury.